Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been stuck on windows update but was online on remote support service. A technical support specialist (tss) acknowledged that the station became stuck during a windows update, after which the screen turned black and subsequent reboot attempts resulted in the update freezing at 7 percent. The tss noted that the issue persisted for several hours despite multiple reboots and that the station remained online in remote support service, although functionality was impacted. The tss documented that a field service engineer (fse) was onsite and uncertain of further corrective actions while the device continued to remain stuck or repeatedly reboot during the update process. The tss advised cancellation of the service ticket, as the field service engineer (fse) indicated that the reemerging and hard drive replacement would be performed as part of the resolution. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es became stuck on a windows update after the screen went black, although it remained online on remote support service. After a reboot, the station returned to the windows update screen and froze at 7%. However, there were no adverse events or injuries reported based on this event.